Manufacturer narrative:
Manufacturer's evaluation summary: the specific device is the subject of this report was listed by unique serial number . The device is an automatic external defibrillator and the actual device involved was evaluated. During recall repair, factory service made a secondary finding that the device's status indicator displayed a large black spot encompassing most of the display area, which is indicative of physical damage. The status indicator was replaced and the recall repairs were completed. The repaired device passed acceptance testing and was returned to the customer.

Event description:
The device was returned for recall service when factory service discovered that the status indicator had a large black spot in the middle, both with and without battery power applied. This finding is consistent with physical damage to the lcd, though no outward signs of damage were visible. The problem obscured the device readiness status from the user making determination of device availability potentially more difficult and confusing.